Manufacturer narrative:
Na

Event description:
It was reported that the turbine would not engage. It is unk if the ventilator audibly alarmed or if it was connected to a pt or when the reported problem occurred.